Event description:
Patient's wife reports that sometimes both pumps alarm prematurely for cassette changes and so the cassettes are not lasting the whole 70 hours; pump serial and cassette lot numbers unknown. Per wife this started happening recently, exact date[s) unknown. Advised that since it's happening with both pumps, issue might be with the cassettes not the pumps. Advised wife to monitor and see if issue occurs with the replacement pumps that have already been scheduled for dispense, wife verbalized understanding. No further info. Dose/ amount: treprostinil 10mg/ml 60.08ng/kg/min. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.